Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 32mg/dl. The customer's most current level was 95mg/dl. The customer treated with food and glucose tablets. The customer was treated with a shot at the hospital. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.